Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a euphora rx balloon. No damage was noted to the device packaging. Issues were noted removing the device from the hoop/tray. The device was inspected with issues noted. The stylet could not be removed from the tip of the device, the physician had to pull extremely hard to remove the stylette which lodged in their glove. The device was not used in the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.